Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported to medical services, nurse practitioner reports difficulty with deflating tri-funnel replacement tubes and reports seeing what looks like crystallizations in the fluid when it¿s removed from the balloon. Nurse confirmed the balloon was in place for 8 weeks when she tried to deflate. The tubes were placed in the radiology department, so a mixture of contrast and saline was used to inflate the balloon and confirm placement. IFU states water or saline should be used to fill the balloon and for optimal performance, the bard tri-funnel tube should be replaced every 30 days or as required to ensure balloon patency and an un-occluded tube lumen. This file addresses the initial tri-funnel replacement.